Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error on her insulin pump. She took her insulin pump off while she had an MRI, then the device alarmed motor error and then button error. Customer's blood glucose was around 100 mg/dl. Customer stated the device alarmed no delivery the other day. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.